Event description:
It was reported that during an unknown procedure the device gets the tissue pad detached outside the patient. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.